Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to position cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The first mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This report is filed for the second mitraclip delivery system that had irregular movements. It was reported that the first mitraclip delivery system (cds) was being prepared for use when the gripper lever cap was leaking. The device was not used. A second cds was prepared without incident and one mitraclip was successfully deployed in the patient reducing mitral regurgitation grade from 4 to 2. A third cds was inserted through the steerable guide catheter (sgc), but when the sgc and cds handles were translated, the cds moved in an irregular direction. The decision was made to remove the cds and sgc. The procedure was completed. It was thought that the devices were mis-keyed, but the alignment markers were confirmed to be aligned during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).